Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The cylinders were visually inspected and both had wear at fold in cylinder body. Cylinder 1 had a leak and hole in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage. Cylinder 2 had a leak with broken fabric treads and a hole in cylinder body that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not functional test due to leak was found. The momentary squeeze pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed valve deactivation test. Product analysis was unable to confirm the reported events related to fluid leak but identified pump malfunction. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to fluid loss. The system was almost empty in fluid. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to fluid loss. The system was almost empty in fluid. No patient complications were reported.